Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) on a patient with thin leaflets, friable leaflets, gap of 5mm, and enlarged atrium. A mitraclip xtw (51204r1110) was inserted and deployed on the mitral valve. However, post deployment, leaflet injury was observed, and the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, a second clip, a mitraclip xt (51201r1053) was then inserted and deployed on the mitral valve. However, leaflet damage was observed, and post deployment the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). There was no clinically significant delay in the procedure.